Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was having an issue. Boston scientific technical services (ts) suggested to contact physician. The device remains in service. No adverse patient effects reported.